Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nurse identified the pill crusher "leaving blue, fine fragments mixed in with medications when pills are being crushed". The customer reported the fragments were ingested by the patient with the medication. The customer reported there were "no changes" to the patient after the incident occurred. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the nurse identified the pill crusher "leaving blue, fine fragments mixed in with medications when pills are being crushed".